Event description:
It was reported a patient experienced several hernias coincident with peritoneal dialysis (pd) therapy. The cause and the locations of the hernias were unknown. It was not reported if the patient was hospitalized for the events; however it was reported the patient had several hernia repair surgeries. It was unknown if the hernias were present prior to pd therapy or if they occurred after starting therapy. At the time of this report the patient was recovered from the several hernia events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.